Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The tenaculum forceps instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination the cable that would occur from improper flushing or rinsing during reprocessing. Additional observation(s) found unrelated to the reported complaint included: the instrument had a frayed pitch cable at the clevis hub. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy with myomectomy surgical procedure, user noticed that the tenaculum forceps instrument cable tore, which suddenly exposed the inner wire. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the cable was completely broken in half. There was no observed intraoperative collision or misuse involving the instrument. There were issues with the opening/closing of the grips, the left/right motion of the grips. No issue was identified with the up/down motion of the wrist. One cable was protruding from the distal end of the instrument. The reporter confirmed that there was no patient injury. The reporter was unable to disclose the patient demographic information.